Event description:
Orig. Surg. 2006. Allegedly manipulation under anesthesia for decreased range of motion left knee, pre-op 0-45, post-op 0-118.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the surgeon and the user facility. Trends will be evaluated. This report will be amended when the investigation is complete. A medwatch 3500a form has not been received from the user facility. Event device code is addressed in package insert. This is the same event as 1043534-2006-00111, 00112, 00114.